Event description:
It was reported that the patient had power cable disconnects on their system controller. The controller was exchanged. The issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the log files. The provided log file, as well as a log file extracted from the controller during testing, collectively contained data spanning approximately 10 days ((B)(6) 2024 per timestamp). The pump operated at intended speeds while connected to the driveline. Several atypical power cable disconnect alarms were intermittently observed throughout the data. The alarms appeared to have been caused by the voltage within either power cable fluctuating below the alarm threshold, and each alarm resolved within a few seconds of activation. No other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the controller¿s power cables were manipulated by hand. Every wire within both power cables was also measured, and atypical measurements were not observed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.